Event description:
It was reported that the trochanteric fixation nail coupling screw broke during a trochanteric fixation nail, right femur. The driving cap on the screw broke off. There were no pieces to retrieve. The surgeon was able to successfully insert the blade without the device. Approximately ten to fifteen minutes were added to the surgery. No adverse event to the patient was noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. As noted in prior complaints, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. As documented in the design evaluations done previously, a review of the design risk assessment ((B)(4)) confirmed that the estimated risk level adequately assessed the severity and occurrence of that described in this complaint. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique ((B)(4)), could result in loading conditions that may lead to breakage. The returned device was manufactured in december 2007 and is over 4 years old and shows evidence of being used / hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. In conclusion the design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design.